Event description:
Physician was attempting to engage device while the device was in the patient's cavity. Physician described the device mechanism as sticky. Physician tried to engage device a second time and experienced the same mechanism sticking. Physician refused to continue with device, feeling device was malfunctioning.